Manufacturer narrative:
(B)(4). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to address two screws which broke post-operatively.

Manufacturer narrative:
Additional information: (ethnicity). The device was not returned for evaluation so no results are available and no conclusions can be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that a revision surgery was performed to address two screws which broke post-operatively.

Manufacturer narrative:
If additional information is received, a follow up report will be submitted. Reference report 3012447612-2018-00746.

Event description:
It was reported that a revision surgery was performed to address two screws which broke post-operatively. Both screws were removed and replaced during the revision. This is report two of two for this event.